Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing disconnected at the site, however the connector needle was still attached to the cannula housing. The connection broke at the site where the connector needle and the tubing meet. Her blood glucose level was 90 mg/dl at the time of this event. She did not notice any damage to the infusion set when the package was first opened. Moreover, the patient's tubing was changed and not the site because the site was brand new. It was also stated that the infusion set was replaced and insulin was resumed successfully. No further information available.